Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is (B)(6). As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 11/2023).

Event description:
It was reported that prior to a breast biopsy, the outer box allegedly not sealed on one side. There was no patient contact.

Event description:
It was reported that prior to a breast biopsy, the outer box allegedly not sealed on one side. There was no patient contact.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe and a complete vacuum assembly was returned for evaluation. On visual evaluation, the probe appeared to be clean and the aperture of the probe was noted to be in partially open condition. And it was noted that the packaging was unsealed on the right side. Therefore, the investigation for the reported unsealed device packaging is confirmed as the unsealed right side was noted during visual evaluation. Two electronic photos were provided for review. First photo shows the encor probe in the package where the sides of the package was noted to be unsealed. Second photo shows the label where the specifications are verified. Therefore, based on the photo review, the reported failure unsealed device packaging can be confirmed. Therefore, the investigation for the reported unsealed device packaging is confirmed as there were proper evident provided. A definitive root cause for the alleged unsealed device packaging could not be determined based upon the provided information labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2023), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.